Manufacturer narrative:
(B)(4). Conclusion: aortic neck length less than 10mm.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 7.6 cm diameter abdominal aortic aneurysm. The proximal neck was 23-27 mm in diameter and 9.5 mm in length. The left common iliac artery was 11-17-11 mm in diameter and the right common iliac artery was 13-12-13 mm in diameter. The right and left femoral arteries measured 8 mm in diameter. The neck angle was 42 degree. It was reported that during the index procedure, it was reported that the bifurcate had been inaccurately implanted in an lao 10 - cra 20 ii projection. Initially it appeared the device had landed high enough however, on the final angiogram run, a proximal type I endoleak was confirmed. The physician decided to implant an endurant cuff as there was sufficient room to land the cuff. The endurant cuff was successfully deployed providing the desired proximal seal resolving the endoleak. The physician stated that the patient¿s neck length and angulation would be and was quite pleased with the ease and accuracy of the proximal cuff deployment. No additional clinical sequelae were reported and the patient is fine.